Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An episode of non-sustained right ventricular oversensing were noted during a follow-up appointment. The episode did not lead to delivery of inappropriate therapy. The patient was stable and will be monitored.